Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method for insulin therapy.

Manufacturer narrative:
Distributor reported the following information: pump history showed one malfunction alarm had occurred. Pump was tested and found to be functioning as intended. No additional alarms occurred. Correction: b3 correction: b3.